Manufacturer narrative:
H6: updated conclusion codes.

Event description:
The following publication was reviewed: ¿thoracic stent grafting through transapical approach for type iii endoleak due to prosthetic disconnection¿ (isaac martinez lopez et. Al, annals of vascular surgery, 2018, published online may 18, 2018). The article is a case report about a patient that presented in 2004 with a 63 mm aortic arch aneurysm including gothic arch and severe elongation. It was treated with two talent® stent grafts and a carotid-carotid bypass. Afterward, distal type I endoleaks were respectively treated in 2006 and 2012 with two gore® tag® thoracic endoprosthesis and two conformable gore® tag® thoracic endoprosthesis. Both common femoral artery endarterectomies were needed after the latest procedure because of femoral damages caused after hard progression of both sheaths and devices.

Manufacturer narrative:
Since no patient ID was provided, the case number was entered as a patient identifier. Date of incident: the event date is unknown, only the year is stated. Therefore, (B)(6) 2012 was used as the incident date. Implantation date: only the year of implantation is stated in the article. Therefore, (B)(6), 2006 was used for the gore® tag® thoracic endoprosthesis. (B)(4).

Event description:
The following publication was reviewed: ¿thoracic stent grafting through transapical approach for type iii endoleak due to prosthetic disconnection¿ (isaac martinez lopez et. Al, annals of vascular surgery, 2018, published online may 18, 2018). The article is a case report about a patient that presented in 2004 with a 63 mm aortic arch aneurysm including gothic arch and severe elongation. It was treated with two talent® stent grafts and a carotid-carotid bypass. Afterward, distal type I endoleaks were respectively treated in 2006 and 2012 with two gore® tag® thoracic endoprosthesis and two conformable gore® tag® thoracic endoprosthesis. Both common femoral artery endarterectomies were needed after the latest procedure because of femoral damages caused after hard progression of both sheaths and devices.